Manufacturer narrative:
Sorc checked the subject device and found that the phenomenon occurred due to breakage of the channel. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to improper or insufficient reprocessing method or user's handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that foreign material came out from the instrument channel. There was no report of patient injury associated with the event. This device is an olympus asset.